Manufacturer narrative:
There was no contact phone number provided. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation was completed: the device was received disassembled with the saw head loose. The separation of the saw head from the hand-piece was confirmed. The adhesive connection between oscillating head and sleeve shows no continuous glue of the threaded surfaces. The probable root cause is poor preparation and application of loctite glue on the area of the power tool during the assembly process. Especially on the area where the oscillating head is attached to the power tool. Furthermore, a lack of effective work instructions contributed to this failure. In order to achieve a product improvement, an adjustment of the re-assembling process were introduced on (B)(4) 2014. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report 2 of 2 for the same event: it was reported from (B)(6) that during a ¿tkp¿ surgical procedure of the right knee, it was observed that the battery oscillator device and the saw blade device came apart. According to the report, the surgeon was standing on the caudal part of the right knee at approximately the same height as the left knee. When the surgeon attempted to rotate the ¿saw head¿ to a suitable position, it was observed that the ¿saw head¿ was in the surgeon¿s right hand and the ¿handpiece¿ was in the surgeon¿s left hand. It was further reported that the ¿iron spring¿ of the inside of the ¿saw head¿ fell on the table. The reporter stated that the surgeon¿s gloves were dirty from the inside of the device and the surgeon was advised to change gloves. The surgeon handed over ¿the parts¿ to the sterile operating room nurse. As the nurse ¿tried to get the saw blade out of the head, another part (one small iron part) fell on the sterile instruments.¿ the nurse placed the "saw head¿ in a basket so it could be moved out of the sterile area. The reporter indicated that the three iron parts from the inside were later found; however, it was unknown where the parts were found. The procedure was completed successfully using a spare device. There was patient involvement. The reporter stated that the patient was laying on back, with right knee in a flexed position, and left leg in an extended position on the table. There were no reports of injuries or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 2 of 2 for com-042627.